Manufacturer narrative:
Expiration date should have been submitted in initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, false auto mode switch episodes due to atrial oversensing were observed. No intervention was performed. Patient was stable and left clinic with no complaints.